Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a disposable perforator (ID 261222) failed to disengage causing dural damage, requiring dural reconstruction to treat the damage. A surgical delay of less than 30 minutes was reported. The perforator was used during a brain tumor removal surgery. The drill used with the perforator was an anspach. According to information provided, it is unknown if the drill was electric or pneumatic, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. Additionally, it is unknown if a perpendicular approach was maintained throughout the drilling process, whether any rocking motion occurred, or if constant downward pressure was applied.

Event description:
N/a.

Manufacturer narrative:
The disposable perforator (ID 261222) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a potential cause of the premature disengagement may be related to poor aseptic technique or lack of care on part of healthcare professional (user misuses device). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.